Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to unresponsive button. However, no frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm and button error alarm. Customer stated that the insulin pump had frozen display. Customer reported they were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.